Event description:
Pump induced artifact. Post surgical, pt placed on bedside physiological monitor (gem solar 7000) in ccu. Normal sinus rhythm (nsr) observed. Artifact resembling atrial flutter was observed when pt was placed on crrt device for cvvhdf therapy. Artifact was identified by clinical and biomedical staff as pump induced artifact (pia). This was verified by return to nsr when crrt device was turned off and resumption of pia when crrt was started. Pia frequency was proportional to pump speed. Pia amplitude was sufficient to completely obscure the ECG signal. Repositioning electrodes and switching to a different cable and monitor (protocol) reduced the amplitude to a level that allowed ECG monitoring. No inappropriate therapy or other adverse effects resulted.